Event description:
It was reported that there was a potential performance issue. Review of performance data indicated high thresholds on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5024m implantable pacing lead 1993 (B)(6); 5524m implantable pacing lead 1993 (B)(6). (B)(4).